Event description:
It was reported that the patient passed away due to right ventricular failure, multi system organ failure, and non-extubated. This was considered device or therapy related. An autopsy was not performed. The device was not explanted and would not return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient did not have right heart failure pre-lvad. The lvad/lvad therapy contributed to the patient's decline in right ventricular function. The multi system organ failure was not due to progression of the patient's heart failure. It was reported that the physician had issues closing the purple locking mechanism while using a mini apical cuff. It was noted there were many pledgets used to stop bleeding around the sewing ring and that there was puckering of tissue that might have interfered with the locking mechanism. The surgeon replaced the mini apical cuff with a regular sewing ring when they were unable to attach the mini apical cuff. The sewing ring was able to be attached, however there was an incomplete seal resulting in the site requesting a pump exchange (2916596-2025-02801). The device operated as expected.

Manufacturer narrative:
This event is supplemental and investigation findings will be submitted under MFR # 2916596-2025-02801.